Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was most likely due to misalignment when drilling or positioning the g7 screw hole. However, the root cause of the event could not be confirmed.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the screw would not fully seat into the acetabular cup. Competitor screws were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.